Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the customer complaint for either error messages or failure to cut. No error messages were generated during the evaluation, and the device was able to activate. Instead, the evaluation found the teflon pad partially split in the cross direction, exposing metal underneath the pad. Based on similar reports, a potential cause for mechanical damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a tlh procedure, the device generated error messages with no evident cause, and also would not cut. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed with another similar device.